Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A supplemental report shall be submitted once the investigation is completed.

Event description:
On (B)(6) 2025, the user reported a low blood glucose (bg) level of 42 mg/dl while wearing the ilet. The hypoglycemic episode lasted approximately 30 minutes and required outside assistance. The user stated that someone brought them juice and cake to raise their bg. Reported symptoms included dizziness, shortness of breath, and sweating. No medical intervention was sought, and the user's bg returned to range soon after.